Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that just over a month post implant the left ventricular (lv) lead was found to have dislodged and was now in the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 (x2), implantable pacing lead - implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.